Event description:
Unable to write to event log a ventilator was returned to the manufacturer as part of an fco. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "unable to write to event log" error's were observed in the device error log . The device's main board was replaced to address the issue.